Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during thr surgery, the tip of one polarstem modular head for 21000662 broke. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: it was reported that, during total hip replacement surgery, the tip of one (1) polarstem modular head for 21000662 broke. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem. The complaint device intended for use in treatment was returned for investigation. A visual evaluation of the returned device was conducted, and it showed slight dents and gouges at the distal rim of the device, and one part which was chipped. It was concluded that the complaint device was fractured. So, the mentioned failure mode is confirmed. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The performed complaint history review for the complaint device revealed 1 additional complaint with similar failure mode for the same batch, however, the failure mode could not be established on that case. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Based on the performed investigations, the relationship between the reported event and the device was not confirmed. The polarstem modular head (75023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed, however the reported failure mode could not be reproduced. The performed investigation do not lead to an accurately determined cause. To date, further actions are not deemed necessary. There is no objective indication that the reported devices failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.